Manufacturer narrative:
The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during the patient's revision, it was noticed that the bottom of the lead was frayed, so the lumen was popping out of the silicone. Malfunction was suspected with the lead due to the fact that it was frayed. The physician did not replace the lead. Upon follow up, the patient was reportedly doing well and there was no concern with the frayed lead inside the patient's body.